Event description:
Bipap stopped functioning, blanked out and alarm showed inoperable vent. Machine was changed out, tagged and placed in (B) (6) office. No adverse effect to pt. Fyi-provided by corporate risk mgmt-: this is the 3rd "vision bipap/respironics" event for kindred in the past year. The previous 2 were reported voluntarily online via medwatch on 3/9/09 and 06/13/09. Update: finding from the rental company for the 3/9 reported event was: investigation showed failure of battery on the motherboard which is not a part of the standard pm process to check and/or replace this battery according to the MFR's recommendations.